Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this newly opened disposable pressure transducer (dpt) had visible black stains inside the drip chamber. The problem was solved by replacing the device with a new one. There was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet.

Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. T is not possible to determine what factors may have contributed to it and a root cause is unable to be determined. Therefore, no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There are manufacturing controls to related to the reported malfunction.